Event description:
It was reported that a spectrum pump has multiple occurrences of system error 322 in the history log, and was also experiencing the alarm. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no: (B)(4). Baxter is continuing to investigate the reported event. When the investigation is completed, a supplemental report will be submitted.